Event description:
It was reported that the patient's device was explanted. It was stated that the patient needed higher amplitude to feel stimulation, stating the device was "less effective overall." It was noted that there was not normal battery depletion and the device seemed to "lose power/effectiveness" after recent nerve ablation for pain symptoms. It was questioned if the nerve ablation "ruined" the battery. There was no patient death or injury, and the patient recovered without sequelae.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
Product ID, 3889-28 lot# v686988, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).